Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced sudden dizziness and vision loss. Interrogation of the pacemaker revealed that there were periods of asystole due to pacing inhibition caused by oversensing. The sensitivity was changed, but the oversensing still persisted. It was suspected that there was an issue with both the device and rv lead. A revision was performed and the pacemaker was explanted and successfully replaced. The rv lead was surgically abandoned in the patient and also successfully replaced. No additional adverse patient effects were reported.